Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a patient receiving unknown baclofen (2000 mcg/ml at around 96 mcg/day) via an implanted infusion pump. It was reported the patient was wanting to discontinue their tdd therapy. The hcp was unsure exactly why the patient wanted to discontinue their therapy and noted the patient had dystonia and slight ocd. It was noted there was no device or therapy issues. The hcp began weaning the dose of baclofen down and had now gotten to the lowest simple continuous dose of 96 mcg/day at the 2000 mcg/ml concentration. The hcp knows that to go any lower they would have to switch to a lower concentration, but did not want to access the pump as the incision was opening up at the pocket site and the pump was breaking through the skin. The hcp was wondering if they could program the pump to "lie to the pump." Tech services reviewed that "lying to the pump" would actually be harmful to the patient and explained that the patient would actually be getting more drug then would be programmed. Tss discussed options such as minimum rate , since the hcp is not wanting to access the reservoir due to the incision opening. The caller planned to follow-up with hcp in regards to the issue.